Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient implanted with screw and set screw having l4-5 hemilaminectomy for nerve root decompression and l4-l5 fusion through the transforaminal approach (mis-tlif) therapy for l4-l5 disc herniation with nerve root compression. It was reported that after tightening the set screws and rechecking with c-arm fluoroscopy, two screw heads became detached from the two screw shafts. The reported event was identified intraoperatively on c-arm recheck, and the involved products were explanted. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.